Event description:
Reportedly, an ICD (ulys df4 vr 2240 - (B)(6) was implanted at (B)(6) on (B)(6) 2025 and the test results were good. However, when we checked the battery curve, the battery longevity was already consumed for more than a year even though it was implanted on the day of the procedure (no dft test). The battery voltage was 3.13v, battery reforming date was recorded (B)(6) 2024, total number of charges was recorded 2, and total time of wireless transmission was recorded 1h 13min. The device was manufactured 07 november 2023 and confirmed the custom clearance domestically 3 january 2024.this is an inquiry regarding the issue of ICD battery consumption.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of the provided data revealed: the subject device (sn: (B)(6) was implanted on (B)(6) 2025 - on (B)(6) 2025 (22h): battery voltage was measured at 3.13v (stable since (B)(6) 2025) - on (B)(6) 2025 (22h) : battery voltage was measured at 3.07v last charge (battery reforming) occurred on (B)(6) 2024. No overconsumption was measured. On (B)(6) 2025 between 11h and 14h, rf communication was used for 1 hour and 08 minutes. The slight battery decrease is most probably due to the rf communication (more than 1h) that occurred on (B)(6) 2025 no issue is suspected on the subject device.